Event description:
International customer reports a pt presented with indications of redness and fistula formation three weeks following achilles tendon repair. The pt was returned to surgery. The surgeon observed the suture intact with an infected and necrotic tendon.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.